Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that proximal to the lesion there was an abdominal aortic aneurysm (treated by evar stent grafts), and during treatment via a contralateral approach femoral artery access, the vascular stent graft allegedly failed to deploy. Therefore, the device was removed without incident from the patient. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: based on the investigation of the returned sample a partial stent graft deployment was confirmed. During evaluation the deployment mechanism was found in used condition and signs of elongation were found on the outer sheath indicating that excessive release force was present during deployment, as reported. As a result of the investigation performed the complaint was confirmed. The reported application represents an off label use of the device. However, based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the current labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' The IFU further states: 'the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established.' The catalog number has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us.

Event description:
It was reported that proximal to the lesion there was an abdominal aortic aneurysm (treated by evar stent grafts), and during treatment via a contralateral approach femoral artery access, the vascular stent graft allegedly failed to deploy. Therefore, the device was removed without incident from the patient. There was no reported patient injury.